Event description:
It was reported that high thresholds on the epicardial left ventricular (lv) lead led to premature battery depletion of the device. The lead and device were inactivated and remain implanted. A new device and lead were implanted in the right chest. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).